Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that there was a problem discovered during pump refill action. A loss of therapy warning appeared. The service code 99 was displayed regarding the pump having been stopped for 1092 hours and 15 minutes. Service code 100 was also displayed regarding potential underdose as the pump motor is currently stalled. It was further reported that it had seemed that after the refill action, the pump had been interrogated and works correctly now. The pump will be checked. No patient sign/symptom was reported. The date of the event was not specified.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the rep was notified on march 13th, but with no details and no device number, only info about the general problem. The rep received more info on march 17th 2025. The doctor who initially reported the information was provided along with the facility address associated with the event. The patient's age and gender was provided. When asked if symptoms were noted related to the event, it was stated that there was a problem noted during refilling procedure with an alert on the tablet. No data was provided regarding medical history and implant date of the pump. It was stated that the patient did have an MRI and there was a time coincidence with the timing of the motor stall and the MRI performed. The cause of the motor stall/pump having stopped for 1092 hours and 15 minutes was due to MRI. As far as the rep know, the pump worked correctly now and follow should be done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.